Event description:
The lesion was pre-dilated with a 3 x 20 mm balloon at 10 atmospheres. A bx velocity with hepacoat, 3.5 x 13mm, was deployed at 15 atmospheres with a sub-optimal result. Timi flow pre-procedure was zero and post-procedure was ii. There was a procedural complication reported as "timi ii flow (post-procedure) probably caused by a distal embolization". Treatment was not described. The relationship to the device and to the procedure was documented as possible. The event was characterized as moderate in severity and not serious. The patient was discharged with no angina or silent ischemia. The patient's discharge medications were plavix, asa, beta-blockers, statins, and ace inhibitors.